Event description:
It was reported through a service report that the cot dropped as it was being removed from ambulance. There was pt involvement and adverse consequences were alleged for the emt.

Manufacturer narrative:
Other: cot drop.